Event description:
Customer reported with an issue of clogged forceps channel. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the forceps channel was found clogged. Service noted that there is a clogging in the air supply / water supply nozzle that is difficult to remove. The customer reported issue of clogged channel was confirmed. Additionally , the following findings during device inspection were noted below: the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. Peeling of insertion part was determined. The curved rubber adhesive was found missing. The tip cover , scope connector, control knob found with scratches. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to inappropriate or inadequate reprocessing. Olympus will continue to monitor field performance for this device."

Event description:
Additional information indicates the procedure was completed without delay and no defects were identified during pre-use inspections.

Manufacturer narrative:
Correction: e2 - yes should have been selected on the initial report. Correction: e3 - nurse should have been selected on the initial report.